Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight, crease fold, yellow particles in the surface of the shell and opening. A microscopic analysis was performed which identify striated opening. Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted. Healthcare professional additionally reported seroma-late, anxiety for textured implant device and hematoma.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted. Healthcare professional additionally reported seroma-late, anxiety for textured implant device and hematoma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.